Event description:
It was reported that the drill turns on and off by itself. This was found upon testing of equipment. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint could not be duplicated. There were indications of 3rd party repair. Maintenance was performed on the device and it was returned to the account.